Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd preset¿ arterial blood collection syringe contained foreign matter the following information was provided by the initial reporter: "before use, the customer found 1ea abg has fm in the barrel. No pic. No sample."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd preset¿ arterial blood collection syringe contained foreign matter. The following information was provided by the initial reporter: "before use, the customer found 1ea abg has fm in the barrel. No pic. No sample."